Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed high ventricular rate episodes, determined to be caused by lead noise. The noise was able to be reproduced with isometrics. Programming changes were made.